Event description:
It was reported that there was a scratch found on the optic of the intraocular lens (iol) during loading. The iol was implanted into the patient's eye and removed during the same procedure. Account indicated that an incision enlargement was performed to remove the iol. There was no delay in treatment or no other interventions were required. The patient was temporarily impaired as their daily activities were significantly affected. However; the patient is reportedly fine ten days post the procedure. No further information was provided.

Manufacturer narrative:
Unknown/not provided, information was asked but it was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/not provided. Telephone number: (B)(6). (B)(4). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.